Event description:
This case was reported by a consumer via the FDA medwatch program (B)(4) and described the occurrence of numbness of the extremities in a pt who used super poligrip for a denture adhesive. In late 1990, the pt began using poligrip and super poligrip 5 to 7 times daily on both top and bottom dentures. The pt stated other products would not hold properly and he/she would have to use two to three tubes of poligrip/super poligrip weekly. An unk time later, the pt experienced numbness and/or tingling in the feet, legs, hands, and arms (not all the time); reduction in strength or ability to move legs, feet, arms, and hands especially at night; unexplained pain in the extremities; tendency to stumble or fall down with an instability and lack of balance and sometimes a change or decrease in walking stride; low blood pressure; acid reflux; stomach problems with pancreatitis attacks for which he/she received unspecified medications; loss of support, companionship and "intimate relations" with his/her spouse; excessive nervousness and shakiness; episodes of unexplained chills or fever; frequent kidney/bladder and urinary infections since 1990; and episodes of nausea and not wanting to eat.

Manufacturer narrative:
The pt stated he/she was being treated with several unspecified medications for various medical conditions that were ongoing and getting worse. Testing of blood, urine, and ceruloplasmin showed abnormal zinc and copper, which the pt felt had contributed to years of ill health and could not be reversed. The pt was currently scheduled for further testing on the pancreas. The regulatory authority considered the events as disabling and medically significant. At the time of reporting use of poligrip/super poligrip continued, and the events were worse. Poligrip/super poligrip is mfg in (B)(4), and neither the product nor lot number for this product is available. (B)(4).